Event description:
A high readings issue was reported with use of the adc device. The customer reported receiving a high sensor scan result and experienced symptoms weakness and loss of consciousness. Paramedics were called and upon their arrival, a healthcare meter result of 3.0 mmol/l was obtained against a sensor reading of 14.7 mmol/l. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The paramedics administered sweet drink for diagnosis of hypoglycemia, and the customer then ate bananas. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.